Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the motion batteries required replacement. The batteries were replaced and the issue was resolved. The batteries were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displayed a critical battery error. There was no patient present when this issue was identified. No additional details were provided.